Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6), 2013.

Event description:
It was reported that the patient was diagnosed with (B)(6). It was also reported blood cultures were positive for (B)(6), and that vegetation was seen on the patient's mitral valve and possibly on a lead. The patient was started on antibiotics and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. The patient is a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.